Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and competitor bone cement. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component loose, with a non-undercut tibial baseplate. He noted a well-fixed femoral component. The surgeon did not comment on the patella and it was not revised. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 2.